Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the reported problem. System tested and verified as ready for use. The complaint was not confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the right-hand control at the surgeon side console (ssc) kept drifting down. The customer also reported that the finger clutch button on the right-hand control wasn't working. System logs showed no related errors. Tse inquired if the surgeon was releasing the right-hand control prior to removing their head from the ssc. The customer was unable to verify and did not want to perform any troubleshooting at the time of the call. The customer continued with the procedure. The procedure was completed as planned with no reported injury.